Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical error alarm and a number 35 next to it. The customer was unable to switch screens or rewind the pump. The customer's blood glucose was unknown at the time of incident. The pump

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The insulin pump was received with corroded motor home switch and corroded electronic assemblies. Unit received with minor scratches on case and minor scratches on lcd window.